Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of the investigation, a supplemental report will be filed.

Event description:
The complainant reported that an impella device was implanted in a patient for mechanical circulatory support. It was reported that upon closure in the operating room, blood was noted to be leaking from the red impella plug. Due to the possibility of a catheter shaft damage, decision was made to explant the device and replace with a new impella 5.5 via right subclavian access.

Event description:
Additional information was received that reports "we believe the catheter shaft was damaged upon closure of the axillary pocket with a 05 needle. Once the device was removed, we did not see any punctures on the catheter shaft. We collected the device and it should be in transit for further investigation. The 5.5 was exchanged for a new device."

Manufacturer narrative:
B5. Additional event description added.